Event description:
Robotic instrument was noted to have broken during laparoscopic robotic assisted surgery, wires from the instrument were seen frayed inside pt and a small piece of metal wire was removed by surgeon. An x-ray was performed at the end of the case to confirm no other foreign material was left inside. No foreign item seen.